Event description:
The customer reported that the jaws of the device would no longer open after the surgeon grasped and cut the patient's tissue. The device was removed from the patient with the use of a cautery instrument. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. No further sticking occurred.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.